Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that there was an end of service (eos) message. The device was off/disabled and no longer providing therapy. The patient was to call a healthcare professional for an appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.